Manufacturer narrative:
This product is not marketed in the us. Patient code: (B)(4)- secondary surgical intervention, lens exchange. Conclusion code: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in patients over the age of (B)(6). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vicmo12.1, -9.00 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was explanted due to low vaulting. The lens was exchanged for a longer lens. The problem was resolved.

Manufacturer narrative:
Lens was returned dry in a small vial, with clear residue on the lens surface. Visual inspection found a piece of the haptic torn off. (B)(4).